Event description:
"Providine lodine leaked from the connection between a transfer set and mini cap. The set was in use for 180 days." There was no pt injury or medical intervention associated with incident.